Manufacturer narrative:
The t:slim g4 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis (dka) with a blood glucose (bg) of 484 mg/dl. Reportedly, the ketone level was identified as life threatening by the healthcare provider (hcp). Reportedly, the customer received intermittent occlusion alarms prior to experiencing the bg of 484 mg/dl and dka. The cartridge had been in use for 4-5 days at the time of the event. While at the hospital, customer reportedly received an insulin drip, intravenous sugar solution (d5w), and arterial blood gas test. The customer was released from the hospital on 9/8/2018 with the issue resolved and no permanent damage sustained.